Event description:
It was reported to philips that the system was unable to boot. The device was outside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and identified that the ups issue was caused by a power outage at the hospital. To resolve this issue, fse switched the ups to bypass mode. After which, the system was returned to use in good working order. The codes have been updated based on the investigation's outcome.